Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and observed the reported issue. The stm reseated all the display cables which corrected the issue and then performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the display for the cs300 intra-aortic balloon pump (iabp) was blurry and that the screen was very dim and pixelating in numeric data. There was no patient involvement and no adverse event was reported.